Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was able to resume insulin and declined to continue to troubleshoot, therefore no additional information was obtained.